Event description:
It was reported that during an open gastrectomy procedure, the surgeon used the clips a few times normally. Then, when he fired the device, the clip did not come out and the jaw did not open. The clip "stocked" at the shaft with a closed shape. The surgeon opened the jaw manually and there was no severe impact on the patient. Another device was used to complete the procedure. The procedure was delayed three minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Hoop spring. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.